Event description:
The date of the event is unknown. Customer reported set was broken, with note stating it "broke off inside the cassette" when the pump door was closed. Although requested, no other patient or event details were available.

Manufacturer narrative:
Manufacturer's report date: 4/08/2009. Patient information requested and all available information is included. This report was filed by the manufacturer.